Event description:
It was reported during a gastrectomy the tlc75 staple line on the stomach partially failed when the tissue was manipulated for add'l suturing. Surgeon repaired the area with suture. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired with a reload cartridge and it fired and formed all the staples across the entire staple line with no difficulties noted. There were no anomalies noted with the formation of the staples.